Event description:
Related manufacturer reference numbers: 2017865-2022-02465. It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the right ventricular (rv) lead exhibited pacing inhibition due to noise over-sensing. It was also reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The pacemaker and the rv lead were both explanted and replaced. Patient condition was stable.

Manufacturer narrative:
The reported event of noise was confirmed. A full lead was returned in one piece for analysis. Final analysis found external insulation abrasion breaching the outer insulation and exposing the outer coil at 14.6cm to 14.8cm from the connector pin. The cause of the external insulation abrasion is consistent with friction to the device can.